Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this electrode was associated with a system infection. Fluid was noted to have been draining from the two sternal incision sites. Surgical intervention was performed and the electrode was explanted. No additional adverse patient effects were reported.